Event description:
It was reported that the device was getting hot during testing. There were no delay, adverse consequences, or patient involvement reported.

Event description:
It was reported that the device was getting hot during testing. There were no delay, adverse consequences, or patient involvement reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.